Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. The hcp reported that the patient had pain in the groin when the ins was on. The hcp reported that the patient had groin pain for a few months but didn¿t know which month it started. The hcp reported that the patient was incarcerated, but admitted to the emergency room and would be admitted to the hospital for unrelated issue. The hcp asked if a manufacturer¿s representative could reprogram the ins. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported the patient was hospitalized due to their pain and the device was not effective anymore. No further complications were reported.